Event description:
Customer reports lancet will not retract back into the multiclix lancet device after firing. No accidental needle stick reported. Also states device may have been dropped. No adverse event reported. Requested return of suspect device, however, customer has discarded it; replacement was sent.